Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. There were several corroded parts due to water leakage. The evaluation findings are as follows: switch#1 was damaged and non-functional; the light guide cover was stained; switch#4 was damaged; the u-mount was discolored; the cover glass was scratched; the suction connector was dirty due to water leakage; the face mask had a distortion; the image guide bundle had significant breakage; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the bending tube was damaged; and due to water leakage, there was corrosion on the image guide cover, the image guide holder, the image guide mount, the charged coupled device unit, the control unit, the cable unit, the plug unit, the circuit board unit in the suction connector, the suction connector, and the ultrasonic connector. This report is being supplemented to provide additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus, however the evaluation of the reported event is still in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was water in the bronchofibervideoscope's connector. Additionally, a s4 screw was loosened from the connector's protective cap, most likely creating a water entry. There was no report of patient harm.